Event description:
This occurred on a general rad room. Digital pt images were lost due to software corruption. New software was loaded, wasn't realized till after the site tried to take pt images that the networking wasn't working. (B)(6) software was updated which corrupted the medical x-ray images causing them to be unrecoverable.